Event description:
It was reported, the patient was not receiving any stimulation therapy from her scs system. The patient's scs ipg has no communication with the charger and programmer. The patient's physician suspected the ipg may have flipped, and is uncertain if the patient's ipg is still functional. Follow-up identified surgical intervention was undertaken on (B)(6) 2015. During the procedure the physician explanted and replaced the patient's ipg with a different model ipg. The new system is reportedly working as intended and the patient reported receiving effective stimulation coverage. The event date is undetermined.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.